Event description:
It was reported that during a da vinci-assisted general liver cystectomy surgical procedure, the customer reported there was resistance with the yaw axis movement of universal surgical manipulator (usm) arm 4. The customer stated that the patient was large and arm was possibly colliding. The customer exercised the usm arm and reported feeling resistance in the movement while moving. The customer performed a hard power cycle of the patient side cart (psc). The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported error was confirmed but not replicated. In logs, the 25930 error was found indicating contaminated primary searchlight sensors error the usm 0x4 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was further inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the carriage board are consistent with the reported event and are the potential root cause for this issue.